Manufacturer narrative:
The event of bleb related leakage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with an implanted ab-externo xen 45 gel stent in an unknown eye developed a leaking bleb. Bleb was then sutured but bleb failed. Patient then had a tube inserted. Device remains implanted.